Event description:
Per the facility while placing a chest tube a forcep broke during use inside of a patient.

Manufacturer narrative:
Per the facility while placing a chest tube a forcep broke during use inside of a patient. The sample is reported to be available but has not been returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.